Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor received additional information that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 375cc, catalog number 3503754bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. As a result, the impacted product's brand name, device name, device code, catalog number, lot number, unique identifier number, manufacturing date and expiration date were identified. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # (B)(4). Psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year-old female underwent a primary breast augmentation with an unspecified gel mentor breast implant and experienced rupture on the left side post-operational. The rupture was confirmed with a mammogram. As a result, the patient underwent device removal on (B)(6) 2019.

Manufacturer narrative:
On 8/22/2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample, some creases were noticed in both views of the device. Leak testing was performed and no leak sites were detected. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).